Manufacturer narrative:
The affected delivery system was returned to edwards irvine for evaluation. Investigation of the event is ongoing, pending evaluation of the return device.

Event description:
As reported to edwards sales rep: per the physician the retroflex3 (rf3) delivery system balloon would not hold volume and was leaking into the catheter lumen. They opened a second rf3 delivery system and had no issues.

Manufacturer narrative:
Initial visual inspection of the returned delivery system revealed no leak path and there was no visible damage that could have caused a leak. The device was able to be de-aired successfully with no leaks observed. The delivery system was inflated to nominal volume and the balloon¿s outer diameter measurements met specifications. There was no fluid leak observed during this test. The unit was then air-dried and re-tested. During air leak testing, the delivery system did not meet the pressure decay specification. Red dye testing confirmed a leak path in the y-connector between the balloon port and guidewire lumen. The complaint of fluid leakage was not confirmed; however, air leakage through the y-connector was confirmed. This is considered to be a manufacturing non-conformance. The root cause was determined to be insufficient adhesive at the guidewire shaft and y-connector bonding site resulting in a leak path in the y-connector to the guidewire shaft bond. It should be noted that the retroflex 3 delivery systems undergo leak testing, and that y-connector bonds are inspected for voids, bubbles of visual defects. These inspections make it unlikely that a pre-existing leak path was present during the manufacturing process. It is possible that a leak path developed at some point after completion of the manufacturing process. The instructions for use (IFU) steps for prepping this device are to first de-air the system and then to inflate the balloon inside the balloon gauge until the balloon reaches the correct diameter when fully inflated. After the balloon is properly sized, the balloon is deflated. The prepping and balloon sizing make it highly likely that a y-connector leak path would be detected before being introduced into a patient. Engineering evaluation of the returned device confirmed a manufacturing non-conformance. A re-training was performed with the operators to reinforce the proper methods for adhesive application. A CAPA has also been opened to investigate this non-conformance. Because the delivery system was able to hold the volume needed for valve delivery, the potential for serious injury related to this failure mode is considered to be remote. As such, this event is no longer considered to be reportable and a corrected supplemental report is being submitted.